Event description:
Event description guidant received information that one month post implant, this transvenous defibrillation lead exhibited elevated ventricular pacing thresholds, poor r-wave measurements, intermittent ventricular undersensing, and a loss of right ventricular capture at maximum pacing output. Guidant received additional information that the patient had a swan-ganz catheter placed around the same time as the lead observations presented.